Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. *** if information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine and dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that after refill appointments in (B)(6) 2019 and (B)(6) 2019 the patient could not walk without blacking out. The pump was turned down multiple times but he still could not walk and had to crawl. It was noted that the pump was finally low enough to the point that the patient was no longer blacking out but he was now in so much pain. The healthcare provider (hcp) wanted to have the pump looked at before considering removing it. No further complications have been reported as a result of this event.